Manufacturer narrative:
On 20 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery occurred 4 years after primary cementless total hip arthroplasty. According to the report the stem was completely loose. The radiographic image provided shows the presence of areas of bone resorption in the greater trochater region and massive osteolysis around the stem. Sometimes similar situations are caused by polyethylene wear debris but this does not seem to be the case because there is no visible eccentricity of the head; besides, such a reaction on a highly-crosslinked polyethylene liner after 4 years would be exceptional. Therefore, in our opinion a different cause for osteolysis and bone resorption should be sought, such as silent infection, but of course we do not have the elements to support such hypothesis. Batch review performed on 23 october 2017. (B)(4).

Event description:
Revision due to stem loosening. The stem was completely loose and has been replaced. Liner and ball head have also been replaced.